Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 3 reports linked to mfg report numbers: 3013886523-2024-00191, 3013886523-2024-00192. A physician reported a microsensor (ID 826631) displayed a ¿p-press 0¿ message during procedure, before implantation site closure. The zero point could not be adjusted after multiple attempts. The device was placed in and out of saline. It was placed at different depths (near the surface) and angles, but there was no sign of improvement. The icp express cable (ID 826637) was unplugged, and the socket of the cable and sensor was cleaned. However, there is still no sign of improvement. The second microsensor (ID 826631) was used, but the same issue occurred. The procedure was completed without implanting the device. No patient injury reported however, a more than 30-minute delay was noted. Based on additional information provided, it is unknown if there was an identified issue with the cable and if same cable was used in both sensors.

Manufacturer narrative:
The icp monitor (ID 826637) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a potential cause of the reported failure may be related to a cable contact issue. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.